Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a blank display on the insulin pump. Customer stated, they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. It was also found the customer received a battery out limit alarm during troubleshoot. The customer also reported experiencing low blood glucose while troubleshooting. Customer's blood glucose declined to 50 mg/dl. Customer has treated their blood glucose with candy. The customer also reported they were talking slower and was not as alert from their blood glucose. The customer reported they have been dieting and attempting to change their eating habits. Customer will be sent a replacement battery cap. The customer declined to return the insulin pump for analysis.